Event description:
It was reported that the implantable cardiac monitor failed to interrogate. No additional information was reported. There were no patient consequences.

Manufacturer narrative:
Correction: upon review, the implantable cardiac monitor should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.